Event description:
It was reported that the customer received compromised force sensor system alarms. His blood glucose level was 111 mg/dl. Insulin was pushed out of the insulin pump. He was unable to exit the preparing to prime loop. The drive support cap was sticking out. He was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.